Manufacturer narrative:
(B)(4) for the reported event of stent cover damage. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same patient. Refer to manufacturer report # 3005099803-2018-01061 and 3005099803-2018-01062 for the associated device information. It was reported to boston scientific corporation on (B)(4) 2018 that two ultraflex esophageal ng proximal release covered stents had been implanted to treat a malignant stricture concurrent with an esophageal fistula during two stent placement procedures. According to the complainant, on (B)(6) 2018, the first ultraflex stent (the subject of this report) was successfully deployed inside the patient. However, on (B)(6) 2018, the patient presented symptoms associated with esophageal fistula which prompted the physician to check the stent. It was noted that the stent cover was damaged and the fistula remained open. The physician removed the first stent with forceps and a second ultraflex esophageal ng proximal release covered stent (the subject of report# 3005099803-2018-01062) was implanted on the same target site. Reportedly, on (B)(6) 2018, the patient was not well due to the same reason; the stent cover was damaged and the fistula was still open. On the same day, the second stent was removed with forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. However, the physician reported that the patient was to be sent for a surgery the day after the second stent removal on (B)(6) 2018 to treat the open fistula. The name of the surgery was not reported.